Event description:
Caller reported the following aviva results: at 1:47 am result= 339 mg/dl at 1:49 am result= 101 mg/dl at 1:54 am result= 285 mg/dl at 1:55 am result= 88 mg/dl at 2:04 am result= 92 mg/dl at 2:05 am result= 85 mg/dl at 2:06 am result= 124 mg/dl at 2:11 am result= 112 mg/dl reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, part of the c-ring on the vasoview hemopro endoscopic vessel harvesting system cannula broke off inside the patient's leg. The piece was retrieved by making a separate small incision, about a 1/4" in size. The harvester stated that it was done like a "stab n grab." This occurred at the end of the case so there was no need to open a new unit. The hospital did not report any patient effects. The product was discarded.